Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip delivery system and explanted clips were returned and investigated. The reported unintended movements (clip open ¿ establishing final arm angle/efaa and clip open ¿ locked) could not be replicated in a testing environment as the clips were returned deployed. The single leaflet device attachment (slda) could not be replicated in a testing environment as it was related to patient/procedural conditions (operational circumstances). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of unchanged mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The investigation was unable to determine a conclusive cause for the unintended movements. The slda appears to be related to patient morphology pathology and clip opened while locked. The unchanged mr was due to the slda. There is no indication of a product quality with respect to manufacture, design, or labeling.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening while locked and single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with an mr grade of 4+. The first mitraclip delivery system (cds) was implanted without issue. To further reduce mr a second clip was advanced. However, during the second establishing final arm angle (efaa) test, the clip arms slightly opened 5-10 degrees but remained stable, thus the clip was deployed. After clip deployment, the clip opened to approximately 60 degrees. Moments after, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). Mr remained at 4+. Mitral valve replacement was performed. The patient remained stable. No additional information was provided.